Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the avea ventilator alarmed air loss and if the fio2 is set to 40% the monitor fio2 is reading 102%, there is a device error message also. The customer claims the error log has a compressor output low and there is a loud noise coming from the compressor. At this time patient involvement is unknown.